Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment and four additional trocar units from the same procedure. No non-conformances were observed on the four additional trocar units. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the event unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lap. Colectomy event description: 5 different trocars were being used at the time of the procedure, but it is unknown which trocar's internal component fell into the patient. The 5 different trocars that were being used were 2 ctf03's, 2 cts02's, and 1 cts73. Rep. Was not present for the case. He stated that only 1 unspecified small black rubber piece from 1 trocar seal's internal components fell into the patient. It is unknown which trocar the piece was dislodged from. The piece was retrieved from the patient and the entire component fell out. Instrumentation was being used at the time of the incident, though the kind of instrumentation being used is unknown. After the piece was retrieved from the patient, the case was completed by continuing to use the 5 trocars until the procedure was finished. There was no patient injury. All five trocars, along with the unspecified fragmented piece are expected to return. Intervention: retrieved the piece that fell into the patient and completed the case by continuing to use the trocars until procedure was finished. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap colectomy. Event description: 5 different trocars were being used at the time of the procedure, but it is unknown which trocar's internal component fell into the patient. The 5 different trocars that were being used were 2 ctf03's, 2 cts02's, and 1 cts73. Rep. Was not present for the case. He stated that only 1 unspecified small black rubber piece from 1 trocar seal's internal components fell into the patient. It is unknown which trocar the piece was dislodged from. The piece was retrieved from the patient and the entire component fell out. Instrumentation was being used at the time of the incident, though the kind of instrumentation being used is unknown. After the piece was retrieved from the patient, the case was completed by continuing to use the 5 trocars until the procedure was finished. There was no patient injury. All five trocars, along with the unspecified fragmented piece are expected to return. Intervention: retrieved the piece that fell into the patient and completed the case by continuing to use the trocars until procedure was finished. Patient status: no patient injury occurred.